Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic kidney removal procedure, the user went to fire the device with the first reload and the device locked out. It was reloaded with another cartridge & fired across the rental artery. It fired half way and locked out again. The surgeon heard crunching sounds when device locked out and could not open the device with the release button. The surgeon had to cut the tissue around the device to remove it. The surgeon thinks the nursing staff may have mis-loaded the device. There was a delay of twenty minutes. The patient was stable following the procedure.